Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel, the 3.25x15mm nc tenku balloon dilatation catheter was connected to an indeflator and an inflation was attempted. The device did not inflate; the device was removed from the anatomy without reported issue. Outside the anatomy the device was inflated and a shaft leak was noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was noted that a radial artery access approach was used during a procedure of the proximal left anterior descending (lad) artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak/inflation difficulty was confirmed on the returned device and was most likely due to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.